Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Caller stated that the customer's blood glucose reading at the time of hospitalization was 1294 mg/dl. Caller stated that the customer's insulin pump had missing the battery and the battery cap. Caller stated that the customer had a tooth infection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.